Event description:
It was reported that during a da vinci si prostatectomy procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument, the jaw broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed one scissor blade (left grip) to be broken. The blade fractured at the cross section of the cable crimp and the fracture plane is straight. The other blade (right grip) presents damage along the sharp edge. Electrical continuity passed. No other damage found.